Event description:
--

Event description:
Additional information was received that a revision procedure was performed. The ra lead was explanted and replaced. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4) analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, two pieces of the lead were returned, totaling the full lead length. Visual inspection revealed extraction damage 21cm to the tip section. A 21cm section was returned with the extraction lead still in lead section. An x-ray confirmed this segment to have no broken counductors. Visual and x-ray inspection of the 24cm section showed broken conductor at approximately 19cm from the is-1 terminal. A set screw mark was noted on terminal pin and terminal ring. No further testing was performed.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on the pacemaker and this right atrial (ra) lead due to high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms along with continuous noise on atrial channel and loss of capture (loc). Noise does not inhibit atrial pacing and the patient¿s own rhythm was in 40¿s. Additional information was received indicating that the cause of the observation was not determined. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.